Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It is reported that intermittent "burning sensation in chest" is experienced 2 to 3 times at night for the past 2 months and intermittent 'burning sensation in fingers" when "bearing down on my anal muscles" is also experienced by the patient. The device remains in use. No patient complications have been reported as a result of this event.